Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer felt a "loss of sense, fainted," had a seizure and a loss of consciousness, and a non-healthcare professional provided water, sugar, and biscuits for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.